Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the helix was severely stretched-out/ straighten and the tip was damaged/fractured, possibly during implant procedure. The lead was returned in three segments . The helix was stretched and there was dried blood/tissue within the helix housing. Helix mechanism could not be tested due to the lead being severed and a deformed helix severely stretched-out.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant on the left bundle branch. This is an off label use of the rv lead. When trying to reposition the lead, the helix would not retract. At some point the helix straightened out and popped free with a piece of tissue within the helix. Removal difficulty was experienced with the attempted rv lead. A new rv lead was successfully implanted. No adverse patient effects reported.